Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with non-sustained right ventricular episodes. It was noted that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. No patient symptoms were reported and no other anomalies were observed. The device was reprogrammed. The patient will be followed normally.